Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2012 and that one of the patient¿s leads had failed even before the recovery period was finished. It was noted that the health care professional and manufacturing representative decide to just turn that side off and use just one lead to avoid another surgery before having even recovered from the first one. After about 11 months after the surgery, the patient¿s stimulation started jumping up and down on its own. It was noted that the patient would just turn it on and it would get weaker and stronger without the patient touching the remote. About one year after surgery it stopped working and taking a charge. It was noted the device worked very well when it was working.